Event description:
The initial reporter received a questionable uric acid assay result from one patient sample tested on the cobas 8000 c702 module. The initial result from the module was 15.9 mg/dl. The first repeat result from the module was 5.45 mg/dl . The second repeat result from another module was 5.3 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. Reagent issues were excluded as no further cases were reported and correct reruns were performed with the same reagent. The field service engineer (fse) inspected the module and found a leaky reagent probe. He repaired this probe and replaced a solenoid valve. The investigation determined that a component failure caused the event. The investigation determined that the service actions resolved the issue.